Manufacturer narrative:
Device problem code: a020504 - tear, rip or hole in device packaging patient problem code: f27 ¿ no patient involvement pr 9202479: initial MDR submission. A follow up MDR will be submitted if additional information becomes available.

Manufacturer narrative:
A device history record review was completed for provided material number 302772 and lot number 2110403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. At this time, an exact cause for the reported incident could not be determined. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Event description:
Broken syringe packaging was found before the child was administered.